Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking PICC is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed an ¿s¿-shaped split in the catheter tubing near the 16 cm depth marker that resembles possible burst failure due to over-pressurization. No obvious evidence of use was observed on the sample in the returned photograph. While a split in the catheter tubing is visible, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, ¿the PICC was inserted (B)(6), 2023. Left basilic vein by 3cg. No apparent issue with insertion. No noted complex vasculature. On (B)(6), 2023- PICC assessed line for possible occlusion. Flushing with 10cc standard syringe- hear a ¿pop¿ and pt. Felt in arm. PICC removed and examined. Definite split but twisted in vessel obvious. PICC removed.¿ no other information was provided.

Event description:
It was reported, ¿the PICC was inserted (B)(6) 2023. Left basilic vein by 3cg. No apparent issue with insertion. No noted complex vasculature. On (B)(6) 2023 PICC assessed line for possible occlusion. Flushing with 10cc standard syringe- hear a ¿pop¿ and pt. Felt in arm. PICC removed and examined. Definite split but twisted in vessel obvious. PICC removed.¿ no other information was provided.

Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.